Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. Fse replaced motor controller board (d671-00-0004) which resolved the issue of electrical test code#50. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received motor controller board with a reported unit failure of electrical code #50. The failure analysis and testing dept. Performed a visual inspection and observed white residue on motor controller board . Based on past experience this residue is consistent with saline. This saline residue poses a risk to the test fixture. Due to the risk, it poses, this part cannot be investigated any further by the fat dept. Retaining the motor controller board in the fat . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) had an electrical test failure code #50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).